Manufacturer narrative:
Unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device- 5 years and 6 months. No further information was provided. A supplemental will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. On (B)(6) 2017, the captain of the fire department contacted manufacturer to report that the patient was found deceased. The patient was found alone, seated on the edge of the bed, feet on the floor, and slumped back on the bed. The patient¿s system controller was on their left hand, the driveline was on their right hand and the driveline was partially inserted into the system controller without making full connection. No additional information was provided. As of (B)(6) 2017, the patient¿s cause of death had not yet been determined. The customer was trying to obtain the patient¿s system controllers from the police department to return to the manufacturer for investigation. No additional information was provided.

Manufacturer narrative:
The report of driveline disconnect and pump stoppage events can be confirmed based on the submitted system controller log file. The data captured in the primary controller log file is consistent with the report that the patient expired due to the fact that they could not successfully plug their driveline into their controller and someone else was able to many hours later. The pump was not explanted and is not available for investigation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.